Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a code 1004 indicative of shorted lead condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. It was noted that the patient's rhythm was converted. The decision was made to shut off the device and monitor the patient until device and lead revision could be performed. Additional information received reported that the ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This ICD has been received for analysis.